Event description:
It was reported that the system was displaying an iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty collimator. System operates as intended.